Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that "there were some problems with the insertion and the signal". The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.